Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient's husband did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.